Manufacturer narrative:
The customer returned their glidescope gvm video monitor and glidescope spectrum smart cable for evaluation. A verathon technical service representative evaluated the returned system by powering the unit on for two days and monitoring its performance. During this two day period, the technician manipulated the cable at the connector and found that the image produced was clear, with proper color rendition and distinct lines. Since the returned cable and video monitor passed all functional testing, the device was returned to the customer for use. No further investigation is required. Verathon will continue to monitor for trends.

Manufacturer narrative:
Verathon has made several attempts to obtain additional information from both the facilities' risk management offices and the biomedical engineering department, however at the time of the report no additional details about the cause of death, details of the event, or the status of the device have been received. Verathon has requested the device be returned for evaluation. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, there was no image. Reportedly the led on the glidescope spectrum lopro s4 blade was illuminated but no image was displayed on the glidescope video monitor. The customer stated they were unable to complete the intubation and the patient expired. The biomedical engineering supervisor was contacted to obtain additional information; however, the supervisor did not have any additional information about the cause of death or access to the device, due to an ongoing investigation at the facility. The biomedical engineering supervisor stated when their internal investigation is completed they will provide verathon with a more detailed report.